Manufacturer narrative:
Field change: h6,h10. The complaint component was returned and analyzed, and the reported allegation of hole perforated and fluid leak was confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. There were (two) pinhole leaks identified in the balloon component. A pinhole was found in the balloon shell, and a second leak was found in the balloon sphere-adapter junction. Both are consistent with material fatigue (see attached image). The balloon was not functionally tested due to the confirmed fluid leak(s). The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that patient underwent revision artificial urinary sphincter (aus) surgery on (B)(6) 2020. The patient came back for routine follow up at 8 weeks to doctor's clinic to activate device. The device did not work at that point. Revision surgery took place on (B)(6) 2020 and a new system was placed. Patient had urinary incontinence. Leak discovered in pressure regulating balloon which caused device failure. There was a hole in junction of prb tubing to balloon.

Event description:
It was reported that patient underwent revision artificial urinary sphincter (aus) surgery on (B)(6) 2020. The patient came back for routine follow up at 8 weeks to doctor's clinic to activate device. The device did not work at that point. Revision surgery took place on (B)(6) 2020 and a new system was placed. Patient had urinary incontinence. Leak discovered in pressure regulating balloon which caused device failure.there was a hole in junction of prb tubing to balloon.

Event description:
It was reported that patient underwent revision artificial urinary sphincter (aus) surgery on (B)(6) 2020. The patient came back for routine follow up at 8 weeks to doctor's clinic to activate device. The device did not work at that point. Revision surgery took place on (B)(6) 2020 and a new system was placed. Patient had urinary incontinence. Leak discovered in pressure regulating balloon which caused device failure.